Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Additional information was received. It was noted that the catheter was explanted/replaced on (B)(6) 2016 and disposed of according to biohazard instructions. The event resolved without sequelae as of (B)(6) 2017. The event also resulted in an emergency room visit. Additional information regarding diagnostics was received. An x-ray was performed on (B)(6) 2016. The baclofen catheter tubing was partially visualized; the catheter was continuous within the spinal canal. The catheter tubing in the right hemiabdomen was obscured by overlying orthopedic hardware. A CT scan without contrast was performed on (B)(6) 2016. There was no evidence of a baclofen pump tubing discontinuity. Omnipaque contrast was seen with posterior subcutaneous soft tissues consistent with leakage. Laboratory testing was performed on (B)(6) 2016. A complete blood count, basic metabolic panel, and urine analysis were remarkable for mild-moderate normocytic anemia. Fluoroscopy was performed on (B)(6) 2016. The baclofen pump was noted to be in the right lower quadrant. The catheter was not fully visualized in its entire course. However, the catheter could be seen within the spinal canal, and the tip was noted at t5. The etiology of the event was noted to not be related to the implant procedure, and not related to the device or therapy, however the latter point was interpreted as incorrect as the catheter was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2016 product type catheter product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal [2000 mcg/ml] at a rate of 600 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient appeared to be in progressive baclofen withdrawal following spinal fusion that occurred 2 weeks ago. A catheter dye study showed pooling of dye in one area. It was noted that the pump segment of the catheter was left intact and that the catheter dye study did not indicate a leak in this segment. The spinal catheter segment was replaced and the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-dec-29, additional information was received from a healthcare professional (hcp) via a product surveillance registry (psr). It was reported the patient had a spinal fusion on (B)(6) 2016. The patient's parents and ortho staff discussed continuing intermittent spasms as "normal post surgery occurrence" from (B)(6) 2016. By 2016-dec-28, it was decided that the increased spasms could be not controlled with valium or gabapentin. On (B)(6) 2016, the patient came to the emergency department (ed) and a pump computed tomography (CT) scan showed a disconnect (also reported as an identified device diagnosis of "catheter break/cut") in the catheter. The catheter replacement surgery was scheduled for (B)(6) 2016. The identified clinical diagnosis stated; increased spasms and discomfort, underdosing of baclofen. The event required in-patient or prolonged hospitalization.